Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. The pump rewind, load reservoir and no reservoir detected alarms properly. The pump rewinds successfully. The pump primed properly. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 07/09/2024 to 08/07/2024. Also, as per the formatted history file, there have been usertimedatechange as follows: 08/24/2023 00:40:37.000 usertimedatechange (3) systemtime = 08/24/2023 00:40:37.000 newsystemtime: 08/23/2022 09:56:37.000 08/24/2023 00:40:37.000 usertimedatechange (3) systemtime = 08/24/2023 00:40:37.000 newsystemtime: 08/23/2022 09:56:37.000 09/03/2022 08:18:14.000 usertimedatechange (3) systemtime = 09/03/2022 08:18:14.000 newsystemtime: 09/21/2022 12:15:14.000 09/21/2022 20:04:36.000 usertimedatechange (3) systemtime = 09/21/2022 20:04:36.000 newsystemtime: 09/19/2022 20:00:36.000 there was no data available to verify unexpected alarm(s)/suspends and bolus/basal delivery for the (primary) ss event date 25-aug-2024 and customer's event date of 10-aug-2024. There was no data available to verify unexpected alarm(s)/suspends and bolus/basal delivery for the event dates of 14-aug-2024 and 17-aug-2024. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. There was no data available to verify unexpected pump error(s)/alarm(s) 1 week prior to the (primary) ss event date 25-aug-2024 in the formatted history file. There was no data available to verify unexpected pump error(s)/alarm(s) 1 week prior to the event dates of 14-aug-2024 and 17-aug-2024 in the formatted history file. Please see below for pump error(s)/alarm(s) noted 1 week prior to the customer's event date of 10-aug-2024 in the formatted history file. Lostsensor1alert (780) was found on: 08/05/2024 21:45:00.000 08/05/2024 21:55:00.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. No pump/transmitter communication anomaly noted. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. The pump properly paired to minimed mobile app on a samsung galaxy s21 phone and apple iphone 6. No pump/mobile (bluetooth) communication anomaly noted. Low battery alert was found on: 08/06/2024 23:46:00.000 replace battery alert was found on: 08/07/2024 09:17:00.000 replace battery now alarm was found on: 08/07/2024 09:48:00.000 pump error 23 alarm was found on: 08/07/2024 09:59:04.000 power loss alarm was found on: 08/07/2024 09:59:36.000 08/07/2024 09:59:44.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Earliest power data available per the power management tool/detail trace file is on 8/31/2022 11:03:57 am. There was no power data available for the event date of 07-aug-2024. Unable to check power data for low battery alert, replace battery alert/replace battery now alarm, pump error 23 alarm and power loss alarm. No unexpected low battery alert, replace battery alert/replace battery now alarm, pump error 23 alarm and power loss alarm noted during testing. The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for prime/fill anomaly/no reservoir detected anomaly, pump/transmitter communication anomaly and pump/mobile (bluetooth) communication anomaly were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summery: corrections requested by medical safety as per follow-up it removed all harm and treatment codes and need to add harm 2199 with treatment t000.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b1 checked product problem (e.g., defects/malfunctions) box only, b2 (need to uncheck on hospitalization - initial or prolonged , other serious (important medical events) with required intervention to prevent permanent impairment/damage (devices)), h1 (changed from serious injury to malfunction),b5 ( describe event or problem) and h6 (health effect - clinical code & health effect - impact code) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and prime/fill anomaly. The customer reported blood glucose value of 695 mg/dl. The customer reported hyperglycemia, diabetic ketoacidosis, headache, malaise, blurred vision, fatigue treated with manual injection/insulin pen, hospitalization: overnight stay. The event involved product(s) mmt-1884l, unomedical, mmt-332a. Troubleshooting was performed and customer was using the insulin pump system within 48 hours of the reported event. Customer reported being unable to exit load reservoir process. Attempted to complete again but pump could not complete the load reservoir process. No further patient complications were reported. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for unomedical. No product return is required for mmt-332a.